Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to premature battery depletion.

Event description:
New information notes that the patient was doing okay before the procedure, tolerated the procedure well, and is doing well after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.